Event description:
Device malfunction: shaft detachment. Symptoms/ae: failure to achieve hemostasis; surgical removal. Time of malfunction and symptoms/ae: during vessel closure. It was reported that a physician attempted arteriotomy closure of an unspecified artery after an unspecified procedure. Reportedly, when the physician retracted the plunger, the shaft was found to be separated from the body of the device and remained in the pt. A goose-neck snare was used to remove the separated piece and hemostasis and achieved using manual compression. There were no reported adverse pt sequelae. No add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet completed.